Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (1,000 mcg/ml at 352.9 mcg/day) via an implanted pump for intractable spasticity. It was reported that the patient has had therapy issues for a while so the provider switched their concentration from 500 mcg/ml to 2000 mcg/ml. The patient had felt increased spasticity. The hcp then opted to change back to the 2000 mcg/ml but in order to bridge first changed them to 1000 mcg/ml. It was reported that the patient was coming in today to be filled with 500 mcg/ml and a bridge would be done and then the patient would be coming back on monday or tuesday for a dye study. The caller wanted to know if the bridge would be complete and if both boluses could run at the same time. Additional information received from a health care provider (hcp) indicated that the patient was having unpredictable days of hypotonia with decreased ability to stand/ambulate. The cause of the patient's therapy issues/increased spasticity was undetermined. The hcp suspected positional catheter/impeded baclofen flow due to spinal stenosis. A dye study showed normal flow/catheter tip dispersal pattern. The hcp stated that the dye study results were normal. When asked if the event had resolved, the hcp stated that the patient had decreasing episodes with reducing intrathecal baclofen (itb) dose.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 23-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.